Event description:
Rn did a blood draw, secured the needle with the safety cap, applied a dressing to the puncture site. When she went to throw the needle into the sharps box, she noted that the pink safety cap had fallen off the needle. She did not poke herself, however, this was a near miss. Not felt to be user error but rather concern regarding safety cap that is to stay in place for staff and pt protection.